Event description:
During servicing of a monitor sn (B)(4) and electrode belt sn (B)(4), which were returned for investigation into a patient's death, a reportable problem was found. The monitor and electrode belt failed incoming functionality testing. Investigation into the patient's death revealed a (B)(6) female patient passed away on (B)(6) 2014. The patient was in the ICU at (B)(6) hospital at the time of passing. The cause of death was cardiac related. A review of the patient's downloaded date revealed that the patient was in sinus bradycardia, a non-treatable rhythm, at 40bpm prior to the lifevest being removed. The device was shutdown at 16:49:13 on (B)(6) 2014. While monitoring the patient's rhythm, no sustained ventricular tachyarrhythmias were detected. There is no evidence to suggest the device caused or contributed to the patient's passing. Review of the patient's flags suggests that the device was fully functional during use. No deficiencies were alleged.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from strain relief, the trunk cable was pulled from the strain relief, and the ECG 'c' and 'd' cable was pulled from the strain relief. The root cause of the damaged cables on the electrode belt could not be positively identified ut was likely excessive force applied when removing the device from the patient. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functionality testing. Upon evaluation, the r781 resistor was open on the computer analog (ca) board. The cause of the open r781 was unable to be positively identified. There is no evidence to suggest the device caused or contributed to the patients passing. A review of the patient's flags suggests that the device was fully functional during use. MFR date: monitor sn (B)(4): august 2011 - reuse electrode belt sn (B)(4): august 2009 - reuse.